Event description:
Rptr has been having night sweats, problems walking, burning pain in her knees, legs and feet, pounding heart, difficulty sleeping more than 3 hrs a night, left knee swelling (6 months), chronic inflammation, chronic fatigue, fibrosis, dry mouth, weak hands and legs, right hip pain, and breast burning (1-1/2 yrs). She has had tests that have come up negative. She is planning to have the implants removed.